Manufacturer narrative:
No data has been transmitted to microport crm. The subject device is not available for investigation. The subject device had not been interrogated before and after the MRI exam. As reported, the subject device had been implanted on (B)(6) 2016 for a third-degree av block. The third-degree av block leads to 90-100% of ventricular pacing. On 12 september 2025 (event date), the patient was paced at 70 bpm. 70 bpm can be the programmed basic rate or the recommended replacement time (rrt) rate. Since no data has been transmitted to microport crm, the percentages of pacing, the impedances, the programmed voltages, the pacing thresholds, the programmed basic rate, the battery impedance are unknown. According to IFU information, the device longevity, the reported rates before and after the MRI exam and the lack of data, it is strongly suspected that the device was - in rrt phase before the MRI exam on (B)(6) 2025 - in eos phase after the MRI exam on (B)(6), leading to the reported 29 bpm rate upon return to the geriatric medicine ward. No sudden battery depletion is suspected on the subject device. This case is retained and utilized for trending purposes.

Event description:
Reportedly, (B)(6) female patient with a pacemaker implanted in 2016 for third-degree av block. The patient was hospitalized due to acute confusion and a sudden change from her previous condition, with no identifiable cause. An attempt was made to perform a brain MRI at (B)(6) hospital as part of the confusion workup, without deactivating the pacemaker. The MRI could not be performed due to significant agitation before and during the procedure. Probable pain occurred during the MRI attempt. Imaging was not completed. There was a life-threatening risk due to severe bradycardia (29 bpm upon return to the geriatric medicine ward, compared to 70 bpm earlier that morning), in the context of third-degree av block. The patient was urgently transferred to the cardiology department, where the pacemaker generator was replaced with a medtronic azure xt dr device. The previous device was not retained for further analysis.